Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported "error 322" which was reproduced. A review of the event history log identified system error 322. The reported condition was verified. The cause was determined to be lower link switch intermittently working. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold for kp 4.7 it was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The process step was not provided by the reporter. There was no patient involvement. No additional information is available.